Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer ultratouch push button blood collection set blood leaked after safety was engaged. The following information was provided by the initial reporter. The customer stated: "customer reports product 367365 with lot#: 1124370 with blood leaking during collection. "Blood leaking out of end of set after safety was engaged".

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set blood leaked after safety was engaged. The following information was provided by the initial reporter. The customer stated: "customer reports product 367365 with lot#: 1124370 with blood leaking during collection. "Blood leaking out of end of set after safety was engaged".

Manufacturer narrative:
H.6. Investigation summary: catalog number: 367365, batch number: 1124370. Bd did not receive samples or photos from the customer in support of this complaint. Therefore, 30 retention samples from the bd inventory were subjected to functional testing, as well as a visual for leakage during the test and the issue of leakage was not observed as all samples passed the tests with no defects observed. Therefore, this complaint is not confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the retention sample testing results. As no customer samples or photos were received, the scope of this investigation is limited. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.